Manufacturer narrative:
Updated for information received on (B)(6) 2016 indicating that the patient's pump was replaced. Updated to incorporate information received on (B)(6) 2016. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative on (B)(6) 2016. The initial reporter¿s information was provided and it was reported that the patient was scheduled for a pump replacement. Additional information was received from the manufacturer's representative (rep) on (B)(6) 2016. It was reported that the patient's pump was replaced on (B)(6) 2016. The patient was doing well and therapy was continuing. It was planned that the device would be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Three stalls occured within 4 days with the first two stalls recovering and the last stall remaining.

Manufacturer narrative:
No analysis to be performed until authorized by legal department. (B)(4) no longer applies to this event.

Event description:
Additional information was received from a manufacturer representative and a consumer. The patient reported that their pump malfunctioned on (B)(6) 2016. The pump was delivering too much drug and was turning on and off. There were no reported symptoms related to the pump delivering too much drug and turning on and off. The device was returned to the manufacturer on 2017-jan-04.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving a dose of 0.059mg/day at a concentration of 10mg/ml of dilaudid via an implantable infusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that a pump motor stall was seen at initial interrogation, the patient had not recently had a magnetic resonance ima ge (MRI). The logs showed multiple motor stalls and recoveries occurred. No symptoms were reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated hospitalization and overdose occurred. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.